Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body of the twist clamp. The insert chip was present and there was no indication of solvent on the top of the insert chip. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing was performed which included leak, clear passage and clamp function tests with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted on the suspected lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot numbers: the customer reported the following suspect lot numbers: h21a04096, h20d02046. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue and a separation of the twist clamp on a minicap extended life pd transfer set. This was further described as the patient was not able to disconnect the patient connector of the pd cassette from the female connector of the transfer set and the ¿light blue piece (main body) and the dark piece (female connector) of the transfer set twist clamp ¿was turning internally¿ (separated). The patient disconnected by clamping off the line and cutting the pd cassette line beyond the patient connector. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.